Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v686988, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that following a fall, the patient experienced a loss of therapeutic effect. The patient did not recall when the fall occurred, but stated that her leads "got disengaged." The manufacturer representative was able to reprogram the device and get the system working again, although the patient added that sometimes she didn't feel the stimulation. Additional information has been requested, but was not available as of the date of this report.